Manufacturer narrative:
(B)(4). 3004753838-2024-211761 and 3004753838-2024-211761-01 was reported in error. Please disregard initial and supplemental reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.